Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unconscious in their home on (B)(6) 2023. Log files captured a pump stop on (B)(6) 2023 that appeared to be due to a total loss of power to the controller. The patient was brain dead. On (B)(6) 2023 the patient passed away due to an anoxic brain injury. Controller MFR # 2916596-2023-06034.

Event description:
It was later reported that the patient emailed medical personnel on the night of 01aug2023 stating "I'm tired". The patient was recommended to see a psychiatrist. It was confirmed that the patient had been using battery power at the time of the event. After loss of consciousness, the family and the emergency team connected the power supply. An accident caused no external power, leading to pump stop. The patient had an anoxic brain injury at the time of transportation to the hospital. A computed tomography (CT) scan was performed for neurological dysfunction. A brain stroke and coma were confirmed. On (B)(6) 2023, the patient developed respiratory failure caused by anoxic brain injury. On (B)(6) 2023, the patient developed major bleeding. Less than four units of red cell concentrate was transfused on (B)(6) 2023. The bleeding was due to the implant procedure or diagnostic procedures. On (B)(6) 2023, the patient developed hepatic dysfunction. The hepatic dysfunction was caused by the patient's primary disease. On (B)(6) 2023, the patient was diagnosed as brain dead and the death was confirmed. The device was operating as expected at the time of death. The death was not believed to be caused by a device malfunction. However, the patient's death was considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that was admitted on (B)(6) 2023. The patient was intubated for 20 days. The patient developed anemia due to the bleeding. The patient developed hepatic dysfunction on (B)(6) 2023. The patient's neurological damage was believed to cause the death. The patient had been administered heparin and their international normalized ratio (inr) was shorter than the target range. The pump stop was reported to have been caused by disconnection of both of the power cables. An autopsy was performed. The cause of death was central nervous system (cns) death.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage to the outer jacket was noted at approximately 11.5", and 13.5-18". The damage did not appear to penetrate any layer beyond the outer jacket. Visual inspection of the distal end of the driveline under the microscope revealed a breach in the green wire approximately 30¿ from the controller connector. Additionally, the insulation on the black wire was wore in this location. High potential testing revealed breaches in the distal end of the driveline of the orange, yellow, brown, and black wires approximately 27.5¿, 30¿, 34¿, and 34¿ from the controller connector. Evaluation of the submitted log file confirmed a pump stop event consistent with complete loss of power to the patient¿s epc controller (refer to the system controller investigation). Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events of stroke, bleeding, respiratory failure, and hepatic dysfunction could not be conclusively determined through this evaluation. Additionally, evaluation of (B)(6) did not reveal any findings which would have contributed to the reported event. The pump, (B)(6), was returned assembled with the driveline severed approximately 1¿ from the nipple. Approximately 36.5¿ of the distal end of the driveline was returned with rescue tape applied from approximately 11-18.5" from the connector. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) were returned attached to the pump¿s outlet port. A bend relief collar was present and was secured with a green suture. The apical sewing ring was not returned. The submitted log file contained events from day 1932, hour 23, minute 1 through day 1958, hour 10, minute 32, per the time stamps. Following this timeframe, a pump stop was captured and was associated with the system controller clock being reset to the default time stamp of 0 days, 0 hours, 0 minutes. This event appeared consistent with power being restored to the system controller following a complete loss of power and subsequent pump stop at an unknown time (refer to the system controller investigation). It should be noted that the onset and duration of the pump stop is unknown due to the controller clock resetting to the default time stamp as expected with a full power loss. Within the first 16 minutes of power being restored to the controller, the patient¿s driveline was observed to be disconnected, momentarily reconnected, and disconnected again. The driveline was reconnected shortly after the second disconnection the pump appeared to ramp of to the fixed speed without issue. On the 20th day following the restoration of power to the controller, motor stop command events were captured. The driveline appeared to be disconnected shortly after these events. The motor stop command and driveline disconnect events captured on the 20th day following restoration of power the controller appeared consistent with the discontinuation of device support following the patient¿s death. No other notable events or alarms were captured. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) and the driveline serial number 65857 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the hm ii patient handbook, rev. D, are currently available. The IFU lists the adverse events, including stroke, multiple organ failures/dysfunctions (including respiratory failure, and hepatic failure), bleeding and death that may be associated with the use of the hm ii lvas. The IFU also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as considerations for when there is a risk of bleeding. This section also addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears. This section states that the driveline should never be severely bent or kinked. The IFU warns that at least one system controller power cable must be connected to a power source at all times. The IFU provides instructions for exchanging power sources under ¿switching power sources¿. The IFU outlines all system controller alarms, including pump off, low speed, and low flow alarms, as well as how to respond to each alarm condition. The patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The handbook also contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such event. No further information was provided. The manufacturer is closing the file on this event.